Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's relative reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 478 mg/dl at the time of incident. Customer¿s relative stated that the insulin pump act button was unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's relative also reported that the customer blood glucose was 478 mg/dl because of keypad anomaly. No high blood glucose troubleshooting was performed and no form of treatment was reported. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened act button dome switch. No unlocked j2/lcd keypad connector noted. Unit had peeling/cracked keypad overlay.